Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that big air bubbles was present in reservoir. Blood glucose was unknown. Customer also stated that they had high blood glucose due to air bubbles. They stated they need two change the infusion set, sometimes twice a day. The product will not be returned for analysis.